Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 19). The returned sample was visually inspected upon receipt, no anomalies were noted. The returned unit was set up to be leak tested. No leaks were noted. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leakage from the shunt sensor at the part connected to the circuit. As per the user facility, the sensor was detached and reattached to the circuit, but leakage was unable to be stopped. The shunt sensor was not used and a backup shunt sensor was used without leakage. *no patient involvement , *product was changed out *procedure was completed successfully.